Manufacturer narrative:
The reported events were helix mechanism issue and muscle stimulation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil over torqued inside the connector region consistent with procedural damage. X-ray examination of the helix found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated with blood/tissue in the helix region and over torqued inner coil. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented to the emergency room due to discomfort on his left chest. Fluoroscopy was performed, and diaphragmatic stimulation was noted on the right ventricular (rv) lead. The physician elected to reposition to the lead, however the helix failed to extend. Instead, the rv lead was explanted and replaced. The patient condition was stable.